Manufacturer narrative:
The engineering evaluation noted that the revision reported was likely the result of dislocation and subsequent pain. However, this cannot be confirmed because the component was not returned for evaluation.

Manufacturer narrative:
Pending evaluation.

Event description:
Patient was dislocated and in pain. Replaced the poly liner with the exact same liner dimensions. No further information reported.